Event description:
Additional information received. Rep reported that same day, physician was notified and a potential battery replacement was discussed. As a cs, I am unsure of any applicable dates or if anything is in the works for this patient. Battery replacement was discussed with physician and mdt rep was notified.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient's ins was overdischarged for the first time and the representative was unable to locate the ins with their tablet. The recharger displayed the "reposition antenna" screen. It was unknown when the patient last successfully charged their ins. The representative already initiated physician recharge mode. The issue was not resolved through troubleshooting. The meaning of overdischarge was reviewed and it was also reviewed how to proceed once the "power on reset" (por) message was seen and the ins began charging normally. It was later noted that the patient had tape on the recharger antenna, and this could be related to why the patient had difficulty with recharging. The representative later called back and reported that they finished the first physician recharge mode, but the patient was still not out of overdischarge. Another session was recommended and it was reviewed how to clear a por message. The representative later reported they had completed a second physician recharge mode and they were going to start a third. The representative attempted a normal charging session, but the recharger still showed the "reposition antenna" message. It was reviewed that it would be up to patient/healthcare provider if they didn't want to continue attempting to recover the ins and to discuss next steps. The patient had put tape on the connection points of their current antenna but it was unknown if they did that proactively because of having their antenna replaced before or if they taped it up due to an issue. It was reviewed to continue physician recharge mode sessions and assume that the antenna was working until known otherwise. Additional information received from a manufacturer representative. It was reported that the representative did see a por message on the screen. The ins was overdischarged and the battery had not been charged for at least one month. The patient put the tape on the recharger antenna due to excessive bending. The charger connections were becoming frayed, and the patient put tape on it proactively. The representative was not able to find the patient's ins after trying the physician recharge mode three times. The patient was informed on a potential battery replacement and the patient's healthcare provider was notified that this was an option for the patient. The healthcare provider agreed this might cause the need for a potential ins replacement.

Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.